Event description:
The customer called in response to the recall letter and she stated that the drive support cap was sticking out and it happened six or seven months ago. The caller mentioned that anytime he pushed it back in he was disconnected. The customer stated that it took longer to rewind than usual. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.